Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the plunger rods were damaged. This happened 18 times. There was no report of patient impact. The following information was provided by the initial reporter: we received item 300867-438 pcs with inner defect-broken syringe plunger. We received all together 18pcs of the syringe with the defect plunger from our customer.

Event description:
It was reported while using bd plastipak¿ syringes the plunger rods were damaged. This happened 18 times. There was no report of patient impact. The following information was provided by the initial reporter: we received item 300867-438 pcs with inner defect-broken syringe plunger. We received all together 18pcs of the syringe with the defect plunger from our customer.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-oct2022. H.6. Investigation summary: several samples were provided to our quality team for investigation. Upon visual inspection, the plunger rod was observed to be broken within the same location for all devices. A device history review was performed for reported lot 2203068, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.